Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out os spec in relation to the discovered symptom. System error 105 alarms were confirmed and were determined to be caused by failed motor mount screws. The motor assembly and the failed motor mount screws were replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.